Event description:
Boston scientific received information that this rv elevated threshold and was undersensing r-waves. The physician elected to reposition the lead. During patient¿s follow up visit for post-implant check it was found out that the rv lead was dislodged, exhibited high threshold and undersensing. An x-ray was done by the physician and showed that the lead did pull back but there was still slack in the head. There was no change to shock impedance and there was an atrial tachy response (atr) episode noted that was appropriate. No adverse patient effects were reported. A revision procedure was scheduled by the physician. Additional information received from the field representative that a lead revision was done. The rv lead was repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.